Event description:
The manufacturer received information alleging ventilator inoperative condition occurred on a trilogy ev300. The device was not in use on a patient at the time of the occurrence. The customer states a ventilator inoperative alarm occurred. The customer was unable to assist in the troubleshooting and requested onsite service. The trilogy ev300 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. The technician states the system does not meet the specification for the performed service and is not returned to use. The further evaluation is pending onsite service. If any additional information is received, a follow-up report will be filed.